Event description:
The pt had a prostatron treatment on 4/29/99. Pt discharged after treatment with foley catheter. Pt developed an infection post-op which was treated. Developed airleak to foley catheter 2 weeks after treatment. Hypaque enema revealed fistula into prostatic fossa. A diverting colostomy was done.